Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technician accidentally kinked an indigo system cat 5 aspiration catheter (cat5) and, consequently, was unable to advance a guidewire through it. The damage to the cat5 occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using an indigo system cat 6 aspiration catheter (cat6).